Event description:
Reporter indicated a vns patient was difficult to interrogate with a vns wand. The patient was eventually able to be interrogated with the wand, but diagnostics were unable to be performed. The patient was sent to a satellite office and was successfully interrogated with a different vns wand, and diagnostics were performed without problems. Attempts for wand product return, and additional information are in progress.